Manufacturer narrative:
Date of event is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing issue was observed. Device is being monitored. There were no patient consequences. No further information available.

Event description:
New information notes another instance of t wave post paced oversensing was observed. Programming changes were discussed. Device remains implanted.

Event description:
New information notes that programming changes were made, will continue to monitor and patient is stable.